Manufacturer narrative:
The consumer's complaint could not be confirmed. The consumer did not return the glucose meter or the test strips in question. Although the consumer did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Manufacturer narrative:
Test strip lot # (B)(6) expiration date: 2/28/2017 control solution lot # none. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips will be returned for evaluation.

Event description:
Consumer called in concerned about "... High blood glucose readings..." *blood glucose results pulled directly from meter. The consumer, "... Took 3 extra units of insulin due to the bg 240 result in question..." According to the consumer, he stated "...he felt 'better' after the insulin, but never really felt bad to begin with..." (B)(6). There was no report of any adverse incident as a result of administering the extra three (3) units of insulin. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution.